Manufacturer narrative:
Prior medwatch was submitted to report the event. This report is number 2 of 3 mdrs filed for this event (reference 1825034-2013-01007, 01007-1 and 02132). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010 . Subsequently, patient was revised on (B)(6) 2012. Medical records provided indicate revision was due to groin pain, iliopsoas tendonitis, and apparent horizontal and retroverted acetabular component. The cup, head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. A review of invoice history confirms the total hip arthroplasty occurred on (B)(6) 2010 and that a revision procedure was performed on (B)(6) 2012. The acetabular cup, modular head and taper insert were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.